Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in duivendrecht, netherlands. A livanova field service representative checked the device and reproduced the reported issue. Clear of nvmem and pin-point calibration were performed but the error persisted. Reportedly, a click could be heard during the pin-point calibration when the clamp reached its full close position. A loaner device was provided to the customer. The affected device was returned to the manufacturer site for repair. The clamp encoder was replaced to solve the problem. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The root cause of the reported issue can be traced back to a defective encoder. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that during priming the electrical venous occluder (evo) gave an error code associated to the clamp encoder. The unit was not used for the procedure. There was no patient involvement.